Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the filter was received inserted into storage tube. Pusher catheter is kinked 29.3cm from proximal end of handle. This will be considered an incidental finding as no bends were reported by the user and likely occurred during packaging for return. Once removed from storage tube all filter limbs were present and uncrossed. No bowing or skiving was noted to storage tube. No anomalies were identified. Dimensional evaluation: all dimensional measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation is inconclusive for failure to expand, as the filter was returned in the storage tube and no images of deployment were provided. Based upon the available information, the definitive root cause for this event is unknown as images were not provided. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter, the legs of the filter allegedly did not open. The health care provider retracted the filter back into the delivery sheath and removed it from the patient. Another vena cava filter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter, the legs of the filter allegedly did not open. The health care provider retracted the filter back into the delivery sheath and removed it from the patient. Another vena cava filter was used to complete the procedure. There was no reported patient injury.